Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during device change out procedure, the right atrial lead exhibited loss of capture, high pacing impedance. An insulation anomaly was observed on the lead. The lead was explanted and replaced. The patient's condition was stable post procedure.